Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis (fa) and the reported 319 error was confirmed in the field system logs and replicated during fa. Upon visual inspection, fa noticed the fiber cable misalignment on the rolling loop. The complaint detail from the field showed error 319 with a p1 value = ac_3f_ID. The usm was installed onto the patient side cart fixture test platform (pftp) and failed node check. The metrics stated the acc node was not present at startup. Fa replaced the rolling loop fiber cable and the issue was resolved. Based on these findings, fa identified that the rolling loop fiber cable was the root cause. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon called to report they got a system restart message and the system restarted with the same message. It was indicating to disable universal surgical manipulator (usm) 3, but there was no option to disable the usm. The technical support engineer (tse) viewed the events log and noted an error 319 on usm 3. The tse had the customer hard power cycle the system with no change. The tse advised the caller that the option to disable the usm was not available with the 319 error. The customer was getting another system to complete the case. The procedure was converted to another da vinci system with no reported injury.